Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Power on reset (por) after explant corrupted the data causing longevity data to be inaccurate. Battery voltage at functional was well above recommended replacement time (rrt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.